Event description:
Reported due to stent dislodging from the stent delivery system. The physician was attempting to place a guidant zeta stent when a perforation of an unk vessel occurred. In an attempt to seal the perforatiion, a 16mm jomed coronary stent graft was used. The stent dislodged from the balloon and could not be retrieved. The pt was sent to the operating room for removal of the dislodged stent and for the repair of the vessel. Although requested the pt's outcome is unk.